Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the dilator was unable to be flushed. It was noted that the entire hub that contains the rotating hemostatic valve and the flush port was obstructed. After many attempts of flushing, a guidewire was attempted to push through the dilator to confirm whether there was a lumen. It was confirmed that there was no lumen on the hub, and the wire could not exit the dilator. Therefore, the sgc was removed and replaced.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 medical device problem codes 2306 and 1316 were removed. All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.